Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after placing a magnet on the patient's implantable cardioverter defibrillator (ICD), no alert tones were heard. The device is still in use. No patient complications have been reported as a result of this event.